Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument broke inside the patient. The broken piece was retrieved, an x-ray was taken, and no piece was left in the patient according to the x-ray. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The surgical task being performed was dissection. It was unknown what the surgeon believed was the cause of the instrument's breaking or the fragment falling. The instrument was in use for 1hr 30 mins prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure and the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula after the event occurred, and no damage to the instrument after the event occurred. The fragments were all retrieved using a laparoscopic grasper and it was confirmed by x-ray. There was no additional surgical procedure required to remove the fragment. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and fragments will be returned.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the product has not been returned.